Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the fork stem bearings are no longer good, that they are really loose.